Event description:
It was reported that during a clinic visit the right atrial lead exhibited high thresholds. The lead was capped and replaced on (B)(6) 2015. The patient was fine after the procedure.

Manufacturer narrative:
(B)(4).